Event description:
The field engineer reported that during testing of the system, the igbt assembly blew, resulting in a complete loss of fluoroscopic functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt assembly (snubber board) was replaced and the high voltage cables were replaced. The system was then found to be operating as intended.